Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 32 mg/dl at the time of the incident, and 36 m/dl at the time of admission. The customer was at 436 mg/dl at the time of the call, as they could not seem to bolus. The customer was given glucose to treat the low, but had not treated for the high at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer does not think the pump over-delivered insulin. Customer has a condition which causes her to pass excessive fluids, and their nurse advised that it may have contributed to her low blood glucose incident. The insulin pump will not be returned for analysis.